Event description:
It was reported that it was discovered from x-rays that the device had backed out of the left l1 level approximately 6 months post op. No patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.